Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient claimed that the ins is dead. The patient also claimed that they tried to charge. The caller could not verify what the patient tried to charge. The caller did not have other details about the status of the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information. It's like a month ago out of no where the patient got a jolt of electricity their vagina. Patient tried to connect to the stimulator and got a message. The patient didn't remember what the message said but thought it said to call us and thinks the stimulator is dead. The patient is supposed to have an MRI of their foot on saturday. The agent reviewed MRI guidelines. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.